Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the user received a low insulin alert with 18 units in the cartridge. The user's blood glucose level was at target. The user would load a new cartridge and resume insulin delivery.